Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and ps1 power supply were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system continued to make a beeping tone after the release of the exposure switch and locked up. No patient serious injury or death was reported related to this event.